Manufacturer narrative:
H3: analysis of extension, serial # (B)(6) found no significant anomaly, however, the stim extension distal end setscrew was missing product analysis #703842890:analysis information -- 2020-09-22 12:29:34 cst pli# 10 product ID# 3708640 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that there was a setscrew missing at the distal end of the extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the impedance at #0 and #1 was high even after adapter was replaced, so when the impedance of the lead side was measured again, the impedance was high even in the lead alone. Therefore, the cause might be on the lead side, and the wound was closed because it was judged that nothing more could be done intraoperatively (other than replacement of the implantable neurostimulator). When impedance was measured after the wound was closed, normal value was indicated, so a close inspection of the adaptor was requested. Disconnecting and reconnecting part of the ins and the adaptor and the connection part of the lead and the adapter was performed several times. However, no improvement was seen. In addition, the facility measured the impedance of the lead alone (there was no problem) after placing the lead, which resulted in opening a new adapter and replacing the reported adapter. The issue was reported to be resolved.